Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a shoulder arthroscopy with rotator cuff repair, the tip retention sutures on a quantity two ar-2324bct-2 ripped through the eyelet of the anchor before insertion into the bone, causing the anchor to be unusable and unable to be inserted. When viewing the failed anchor arthroscopically it appeared that the tip retention sutures had serrated at the apex of the suture that interfaces with the suture eyelet, causing the eyelet to detach from the inserter causing the anchor to fail. After two anchors malfunctioned, the surgeon used a ar-2324bcct and unloaded the fibertape to use for the subscap repair.